Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm. She had just placed a new reservoir in her pump when she received the alarm. The incident occurred on (B)(6) 2017. Customer's blood glucose was 113 mg/dl. The customer states that they are unable to exit the preparing to prime loop. She said that the insulin pump was not dropped or bumped but that the drive support cap was protruded. She was advised that the alarm meant that during seating, the force sensor did not detect the reservoir. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and that the insulin pump would need to be replaced. The pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed operating current, unexpected restart error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.